Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, a functional test was performed. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. The device was sent back to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. Evaluation of the device determined that for the return, the device was tested for "handle" and "will not close". During functional testing, with the device coiled in three (3), 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device had a butt joint that broke at the solder connection. The reported defect was confirmed. The failure was due to a broken solder joint. The device history records were reviewed. They were manufactured in february and march 2017. Both assembly orders had relevant defects noted in the manufacturing or final quality control (fqc) inspection records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the 'handle slipping and forceps would not close' issue experienced by the customer was confirmed and the root cause was determined to be a broken solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated forceps with spike. The user tested the forceps before use and they opened. The user then placed the forceps down the endoscope channel, and while the forceps were being placed down the channel, the handle "slipped." The forceps never touched the mucosa. The forceps were taken back out and a new device (unknown manufacturer and model) was opened and used to complete the procedure. The device was evaluation on 06/22/2017. The device would open but would not close.